Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed during iol implantation. The injector and lens were withdrawn from the eye and a back-up was implanted successfully within the original surgery session. There was no harm or injury to the patient as a result of the event. The device has not been returned. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 033210927 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 033210927. There is insufficient evidence and information available to determine the cause of the haptic damage.

Event description:
On 5th july 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the haptic was damage during iol implantation.